Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was moved to a different location and position for ease of charging. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing a burning pain around the pocket site. It was also reported that the patient was having difficulty charging the ipg and felt uncomfortably hot when charging. The patient will undergo a revision of the battery position or an explant.

Event description:
A report was received that the patient was experiencing a burning pain around the pocket site. It was also reported that the patient was having difficulty charging the ipg and felt uncomfortably hot when charging. The patient will undergo a revision of the battery position or an explant.

Manufacturer narrative:
.